Event description:
Patient had 20 gauge IV inserted to right hand. Patient complained of pain/swelling. Rn noticed that right hand was infiltrated. Removed IV cannula and discovered it was crimped at the hub approximately 1cm from the hub.